Manufacturer narrative:
The reason for this revision surgery was due to pain that the patient was experiencing after 7.5 months in-vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 23059 showed 17 parts (part number: 506-03-118) written up for a laser marking issue; the parts were accepted with the justification "laser etching is legible, markings in the chamfer does not affect form, fit, or function of the screw. The chamfer is there to allow the screw driver to insert into the screw easily. The laser etching will not affect this function." A review of the product complaint report history showed this is the first complaint for a product from this lot. The root cause for the patient's pain was most likely the patient's glenoid issue as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - due to the patient experiencing pain; the surgeon thought it was the glenoid that was hurting. The surgeon removed the glenoid baseplate, humeral socket insert, glenoid head, and 4 locking screws and replaced them with new parts. Refer to (B)(4) for information on the original surgery and revision.